Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirm that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed in site #31 (class IV bone) on 8/1/96 during a routine procedure. The implant was removed on 9/30/96 due to mobility. Bleeding and swelling were present at time of removal. The clinician reports that the pt was a smoker and had periodontal disease.